Event description:
Single lumen umbilical venous catheter (uvc) in place. Total parenteral nutrition (tpn) and lipids running into line. Blood noted to back up the line and into the tpn tubing (new IV bag tubing, alaris pump infusion set), flushed line and noted the problem to happen again. Changed tpn into syringes and changed tubing, problem did not reoccur.